Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device startup sound and alarm sound do not sound. There was no reported adverse event to the patient or the user.

Event description:
The customer reported that the device startup sound and alarm sound do not sound. There was no reported adverse event to the patient or the user.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.